Event description:
Related manufacturer report numbers 1627487-2022-00884, 3006705815-2022-15668. It was reported that the patient's ipg was unable to communicate with external devices following an unrelated procedure, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue. During the procedure, it was noted that one of the leads had high impedances, and was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead had high impedances, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.